Event description:
After administering subcutaneous heparin with new easypoint retractable needle, rn went to activate retractable needle. Instead of retracting when mechanism was activated, needle remained out and did not retract.